Event description:
During a percutaneous transluminal angioplasty the balloon ruptured. The target lesion was right common iliac artery and a contralateral approach was used. There was heavy calcification with moderate vessel tortuosity and 82% stenosis. The physician crossed the lesion with guidewire and the first p3 balloon (4207020s/r1004131). The balloon was inflated with an indeflator (brand unk) and lesion dilated . However, due to heavy calcification the balloon ruptured at 5 atmospheres. The balloon was withdrawn without loss of wire position and another p3 balloon (4207020s/r1103476) was inserted. The second p3 balloon crossed the lesion and was inflated at 6 atmospheres. This balloon ruptured as well. The procedure concluded successfully with a third balloon (7mmx4cm, brand unk). There was no other complications reported and there was no pt injury.

Manufacturer narrative:
This product will be returning for eval and testing. Additional info will be sent within 30 days upon receipt. This is the first of two products involved with this adverse event, which is associated with mfg report # 9610978-2005-01458.